Event description:
It was reported that "masimo pr not correlating with the EKG hr reading on the monitor (reading double the count)". No pt incident was reported.

Manufacturer narrative:
Multiple attempts for product return and requests for add'l info were made. The sensor has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the sensor is returned, a follow up report will be submitted.